Event description:
It was reported that while in the cath lab the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. Upon inserting the intra-aortic balloon (iab) through the saf sheath the md found that he could not advance the iab entirely through the saf sheath. As a result, the iab and the saf sheath were removed. The md requested another iab kit be opened to complete the insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. There were no reported patient complications. The patient is currently still receiving iab therapy. Reference MDR #1219856-2010-00843 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.